Event description:
It was reported that the customer has passed away at home. The cause of death was suicide. The caller stated that the customer did not use sensors. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The insulin pump information was not verified because the caller did not have the device. The insulin pump information used for this report is the last known insulin pump in the customer's possession. At this time no further information is available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.